Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked and functional. Contacted stated the pump was hit up against something while at work by accident. The customer's blood glucose was 268 mg/dl. Reportedly, a bolus was delivered to address the bg level. Reportedly, the customer would continue use of the current pump for therapy.